Event description:
Procedure type: gastrectomy. According to the reporter: while introducing into the esophagus, a white plastic collar was separated from the tube and the anvil was left in the esophagus. The string was not broken and surgeon did not feel resistance in pulling the tube. The anvil was retrieved laparoscopically and a new device was opened to complete the procedure. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
Tracking number (B)(4). Initial report sent to FDA on (B)(4) 2012.